Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient underwent shoulder revision surgery, due to unknown reasons.

Manufacturer narrative:
Reason for revision is unknown. No device or photos were received; therefore the condition of the device is unknown. The part and lot number are unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No further action can be taken with provided information.